Event description:
It was reported by the customer that after insertion, it was impossible to remove the spring wire guide, as it became unraveled. As a result, the user withdrew the entire catheter. A new catheter was successfully placed in the pt. There were no reported pt complications.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.